Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation") and device dislocation ("migration /migration of essure to the pelvic cul de sac.") In a female patient who had essure (batch no. 880438) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included fibroids. Concurrent conditions included dysuria, uti, drug resistance and dysmenorrhoea. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), device extrusion ("extrusion"), infection ("infection"), urinary tract disorder ("urinary problems"), dyspareunia ("dyspareunia"), autoimmune disorder ("autoimmune-like symptoms") and pelvic pain ("pain "). The patient was treated with surgery (laparoscopic bilateral salpingectomy). Essure was removed. At the time of the report, the fallopian tube perforation, device dislocation, device extrusion, infection, urinary tract disorder, dyspareunia, autoimmune disorder and pelvic pain outcome was unknown. The reporter considered autoimmune disorder, device dislocation, device extrusion, dyspareunia, fallopian tube perforation, infection, pelvic pain and urinary tract disorder to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2017: axial images of the abdomen and pelvis without intravenous or oral contrast. Sagittal. Coronal reconstructions generated. Pathology test - on an unknown date: no hydro nephrosis or urinary tract calculi. Malpositioned. Extruded essure coil within the pelvic cul-de-sac as previously demonstrated (displaced from right fallopian tube). Left essure coil appears appropriately located. Correlate with hysterosalpingogram to determine fallopian tube patency as warranted. Right adnexal fullness probable underlying physiologic cyst though not self assessed with this modality. Indeterminate lesion left hepatic lobe bulging the capsular surface. Likely benign though characterization with mrl may be helpful (hepatobiliary excreted contrast material, eovist would be of benefit). Ultrasound scan - on (B)(6) 2015: myometrium: fibroid texture changes. Endometrium: clearly. Thin and homogenous. Cysts right ovary. Cysts left ovary. X-ray - on (B)(6) 2014: bilateral fallopian tube closure devices are noted. No bowel dilation or evidence of free air. No acute or destructive osseous abnormalities. The distal left ureteral stone on the CT is not identified currently; however, it is unlikely to be seen with radiographs given the small size. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, pelvic pain. Displaced essure coil in pelvis is placed essure coil. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation") and device dislocation ("migration /migration of essure to the pelvic cul de sac.") In a female patient who had essure (batch no. 880438) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included fibroids. Concurrent conditions included dysuria, uti, bacterial resistance and dysmenorrhoea. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), device extrusion ("extrusion"), infection ("infection"), urinary tract disorder ("urinary problems"), dyspareunia ("dyspareunia"), autoimmune disorder ("autoimmune-like symptoms") and pelvic pain ("pain "). The patient was treated with surgery (laparoscopic bilateral salpingectomy). Essure was removed. At the time of the report, the fallopian tube perforation, device dislocation, device extrusion, infection, urinary tract disorder, dyspareunia, autoimmune disorder and pelvic pain outcome was unknown. The reporter considered autoimmune disorder, device dislocation, device extrusion, dyspareunia, fallopian tube perforation, infection, pelvic pain and urinary tract disorder to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2017: axial images of the abdomen and pelvis without intravenous or oral contrast. Sagittal. Coronal reconstructions generated. Pathology test - on an unknown date: no hydro nephrosis or urinary tract calculi. Malpositoned. Extruded essure coil within the pelvic cul-de-sac as previously demonstrated (displaced from right fallopian tube). Left essure coil appears appropriately located. Correlate with hysterosalpingogram to determine fallopian tube patency as warranted. Right adnexal fullness probable underlying physiologic cyst though not welf assessed with this modality. Indeterminate lesion left hepatic lobe bulging the capsular surface. Likely benign though characterization with mrl may be helpful (hepatoblflary excreted contrast material, eovlst would be of benefit).. Ultrasound scan - on (B)(6) 2015: myometrium: fibroid texture changes. Endometrium: clearly. Thin and homogenous cysts right ovary cysts left ovary. X-ray - on (B)(6) 2014: bilateral fallopian tube closure devices are noted. No bowel dilation or evidence of free air. No acute or destructive osseous abnormalities the distal left ureteral stone on the CT is not identified currently; however, it is unlikely to be seen with radiographs given the small size. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain,pelvic pain. , displaced essure coil in pelvismisplaced essure coil. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-mar-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.